Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.

Event description:
It was reported that, "the patient underwent right revision tha after experiencing hip pain and an immunological reaction to the metal. In the original implant, (stryker restoration adm cup/insert, rejuvenate stem/neck, lift head) the patient was reimplanted with the tritanium revision shell and restoration modular stem."